Event description:
This event is reportable based on the product analysis. It was reported that during a drug-eluting stenting treatment procedure, the 2.75x28mm taxus liberte drug-eluting stent encountered resistance during insertion and was unable to cross the lesion in the left anterior descending artery. There were no patient complications. The procedure was successfully completed with another 2.75x28mm taxus liberte drug-eluting stent. Patient status is reported as "good." However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: initial visual examination noted the presence of stent damage. Central stent strut damage was present. The struts were slightly raised. This type of damage is consistent with the device encountering some form of restriction. The complaint report states that the physician encountered significant resistance upon inserting the device. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be unknown.bsc ID#: a00060849 / tw400050